Event description:
It was reported that during a total lap hysterectomy procedure, the doctor explained that the active blade fell off into the patient. She mentioned that she was also putting a lot of torque against the body wall during the case with the shaft of the device due to difficult angles which may have attributed to the additional stress on the shaft of the device; hence causing stress on the active blade. The active blade was found in the patient immediately and there was no patient consequences. Pulled an additional device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade